Event description:
On (B)(6) 2013, patient reported an infusion set leaked insulin and this resulted in hyperglycemia of 335 mg/dl. His normal blood glucose range is 140-150 mg/dl, and he delivered an 18.0 unit bolus to treat hyperglycemia. He planned to re-test in 20 minutes and take an additional 10.0 units if needed. The infusion set had been in use for less than 24 hours. He was unable to determine the source of the leak but believes it occurred underneath the adhesive. He practices site rotation and uses an insertion device. He does hear an audible click when the tube is attached to the headset. The infusion set was replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The three used returned headsets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.